Event description:
Patient reports pump (cadd legacy) is beeping and has an error of "error 1816". She changed to her back up pump. No injury from malfunction. We replaced device and sent a box to return the malfunction pump. No injury from malfunction. We replaced device and sent a box to return the malfunction pump. Sn is (B)(4). No other information provided. Device shipped out. Reported to (B)(6) by: patient/caregiver. Dose or amount: 17 nkm. Frequency: 40ml/24 hours. Route: IV. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.